Event description:
The patient reported that their previous implantable cardioverter defibrillator (ICD) was not ¿installed properly¿ and that it had to be replaced after only two years. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action.  Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. Concomitant products: 419588 lead, implanted: (B)(6) 2010; 694765 lead, implanted: (B)(6) 2010. (B)(4).